Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the patient was placed on antibiotics post surgery as always, but required more to try to combat possible infection. When these did not work, explant was required with more antibiotics to follow. The rep was last told, they were monitoring the situation and the patient did not want to hve the device explanted because they felt it was getting better and did not show any signs besides irritation and redness of infection. It had escalated since that point but the rep was not made aware of the severity until the explant had been completed. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977c265 (serial: (B)(6); product type: 0200-lead; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.